Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, a moderate paravalvular leak (pvl) was noted. A second valve was successfully implanted valve-in-valve and reduced the aortic insufficiency to a trace-mild level. There was no subsequent intervention. No adverse patient effects were reported.

Manufacturer narrative:
The product remains implanted and will not be returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.